Event description:
Rail on the deluxe ultrasound table rev a7 model 056-605 was found to have a sharp edge after it caused a laceration on pt's leg while she was getting off table. Pt was treated in our emergency dept and released. The railing with the sharp edge was removed from service.